Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 07-jun-2019. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pains') and uterine neoplasm ('a small tumor') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2018, the patient was found to have uterine neoplasm (seriousness criterion medically significant) with endometrial dysplasia. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("menstruation with a lot of blood loss"), restless legs syndrome ("restless legs"), arthralgia ("painful hips") and pain in extremity ("painful legs"). The patient was treated with surgery (medical device removal and uterus, ovaries and fallopian tubes removal). Essure was removed in (B)(6) 2018. At the time of the report, the abdominal pain, uterine neoplasm, menorrhagia, restless legs syndrome, arthralgia and pain in extremity outcome was unknown. The reporter provided no causality assessment for abdominal pain, arthralgia, menorrhagia, pain in extremity, restless legs syndrome and uterine neoplasm with essure. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy uterus - in (B)(6) 2018: after removal of uterus, it was examined and a small tumor was found. Gynaecological examination - on an unknown date: uterus wall contained atypical cells. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.